Manufacturer narrative:
The device involved in the event will no be returned for evaluation as it was consumed in the event. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Treatment of a davf (dural arteriovenous fistula) in the middle meningeal artery. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the onyx injection, it was reported the catheter ruptured in the eca (external carotid artery) distal branches. It was noted that the onyx was injected at a usual rate and the longest pause time between injections was 45 seconds. The physician thinks that the tip may have been plugged by waiting too long between injections. Same event as MDR# 2029214-2014-00365.